Event description:
Complainant alleged that during a shift check, when the autopulse® resuscitation system was powered on, it displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. Manufacturer advised the customer to manually rotate the drive shaft back to "home" position, which cleared the user advisory message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.